Event description:
During service of the device, the manufacturer's field service engineer (fse) reported the device failed power on self test due to a battery failure. The fse replaced the battery to address the reported problem. Applicable final testing was completed per operating specifications.